Manufacturer narrative:
Initially, it was reported that a patient with a magna 27mm valve implanted in mitral position underwent a valve-in-valve (viv) intervention after an implant duration of approximately nine (9) years and nine (9) months due to calcification leading to stenosis. The patient had symptoms of fatigue. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was discharged. However, through investigation it was learned that the viv intervention was performed after an implant duration of more than ten (10) years. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. In this case the event occurred after more than 10 years therefore it is considered the device was not contributory cause. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per the report received from brazil a patient with a magna 27mm valve implanted in mitral position underwent a valve-in-valve (viv) intervention after an implant duration of approximately nine (9) years and nine (9) months due to calcification leading to stenosis. The patient had symptoms of fatigue. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was discharged.

Manufacturer narrative:
H11. Additional manufacturer narrative: the implant date was known only as "2014". Thus, (B)(6)2014 was used to calculate the minimum implant duration. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.